Manufacturer narrative:
The device was received in backup operation. Analysis of the device image determined backup occurred on the event date due to a low battery voltage trigger. Low battery backup was recreated during analysis and is consistent with normal battery depletion to end of life level. The field complaint of backup operation was confirmed. Battery trend data revealed no battery current or voltage anomalies. Longevity assessment was performed, and the implant duration exceeded the total projected longevity based on field settings indicating normal battery depletion. Further testing after cutting open the device revealed no high current or other mode of premature depletion. The field complaint of premature depletion could not be confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, the device was found in backup mode and was unable to be interrogated. The device was explanted and replaced due to suspected premature battery depletion. The patient was in stable condition.